Event description:
It was reported there was a patient death. The patient's device was implanted due to gastroparesis due to insulin dependent diabetes mellitus. It was noted the device was not suspected to have a role in the patient's death but autopsy findings were consistent with continued slow gastric emptying. The cause of death was still pending as of the date of this report. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that there was no infection at the implantation site. It was stated that the patient had other medical problems. It was not stated what those other problems were. About a week later it was reported that the death was not the fault of the device that was implanted in the patient. No further information was reported at the time of this report.

Event description:
Additional review indicated that MFR. Report 3007566237-2012-02745 referred to the same event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2012. Product type lead, product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead.